Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was over 200 mg/dl. Customer changed pump supplies and performed bolus delivery to address the issue and the elevated blood glucose.